Event description:
It was reported that the procedure to treat a lesion in the mid right coronary artery(rca) with moderate calcification and mild tortuosity. A 2.75x33mm xience sierra stent was implanted and a long distal edge dissection occurred. A 2.75x18mm xience sierra was deployed to treat the dissection yet another dissection occurred. Therefore, a 2.75x15mm xience sierra was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effect of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.